Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized on (B)(6) 2016. Customer's blood glucose at the time of hospitalization was unknown and had blood glucose of 595 mg/dl on the day of call. Customer was hospitalized due to gastroparesis. Customer was hospitalized at the time of call. Customer was wearing insulin pump at the time of hospitalization. Insulin pump received a no delivery alarm and caller was assisted with clearing alarm.

Manufacturer narrative:
The initial report was created in error. The event has been reported under manufacturer report number 2032227-2016-40812.